Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 1.2.0. A medtronic representative went to the site to test the equipment. Testing revealed that there were no faults found. The system performed as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the system was allegedly inaccurate after 2 spins. Another navigation system was brought into the case and a third spin was done, which resolved the issue. There was a less than one hour surgical delay and impact to patient outcome was unknown. Troubleshooting information was received. A manufacturer representative (rep) was not able to replicate the inaccuracy issues on the system. The rep mentioned this issue could potentially be due to operator error and how the frame was placed, or if it was not secured properly and accidentally moved post scan.

Manufacturer narrative:
H2: please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no reported patient impact.

Manufacturer narrative:
H2: please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the spinous process clamp in the thoracic spine 5-6 thoracic vertebrae was exposed. The amount of inaccuracy was noted to be at least 2-5 mm off. The inaccuracy was observed immediately after the spin two times in a row.

Manufacturer narrative:
H2-h6: a software analysis was initiated. Archives loaded successfully and there were 2 o-arm image present with 192 slices each with spacing thickness 0.83 mm. There was 1 application session logs present of the issue date and the session captured the site used spinalfusion procedure and did o-arm auto registration. The site took 2 o-arm spins successfully and proceeded until the navigation task. However, the provided logs did not capture any abnormalities that could confirm the cause of the reported inaccuracy issue. It was suspected that the movement of anatomy relative to frame during procedure might have caused the reported inaccuracy. Software logs are not helpful in diagnosing auto-registration accuracy issues. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please see section b5 and d4 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the local representative (cs) said though he did not cover the case, he does know that the imaging system was used for the registration and the site attempted this twice and felt the accuracy was ¿off¿ both times. The ¿inaccuracy¿ was noticed directly after the spin and it was noted that the patient had normal anatomy.